Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07-nov-2018 with the following findings: evaluation revealed a cracked display lens and a cracked battery compartment. The pump powered on with blank display. A test display was installed and the display functioned properly. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked display lens and a cracked battery compartment. The pump powered on with blank display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 07-nov-2018.